Manufacturer narrative:
Investigation included a customer interview and troubleshooting of device pairing and connectivity. Investigation of this case revealed that the device and sensor were able to connect successfully following guidance, indicating transient pairing failure likely related to setup or connectivity conditions. It was concluded that the device functioned as designed after guidance and that no device component malfunction was confirmed.

Event description:
It was reported that a user attempting to connect a new libre 3 plus sensor to the ilet received a pairing failed alert, after which the sensor connected during troubleshooting; the event was handled with user education and troubleshooting regarding pairing, connectivity behavior, and distinction from sensor failure. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care.